Manufacturer narrative:
The device was returned for analysis. The reported failure to retrieve the suture was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed because a specific failure mode was not reported, and similarity could not be determined. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional three (3) proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that two proglide devices were attempted in the right common femoral artery (rcfa) and two in the left common femoral artery (lcfa) using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) diagnostic procedure. Reportedly, the device failed to retrieve the suture. The same issue occurred with all four devices, but it could not be confirmed if devices had cuff misses or suture breaks. The sutures of new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.